Event description:
The following was reported to hamilton medical ag: the "device made a loud clicking sound and shut off. After shut off, a burning smell was identified by staff." No harm to the patient has been reported. Further inquiries have been sent to the customer to obtain additional details about the reported event. Currently, the event is under investigation to verify the reported allegations.

Manufacturer narrative:
Hamilton medical ag complaint number: (B)(4). Investigation ongoing.